Event description:
The customer reported having problems with the insulin pump. The caller stated that the device was alarming and the buttons were not responding. The battery was changed, but the audio alarm went off, there was nothing on the screen, and the buttons kept unresponsive. The blood glucose reading was 125mg/dl. The customer stated that she received the constant tone while sleeping. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.